Event description:
Dealer called stating that when the trsx52fb manual wheelchair was taken out of the box both seat cross braces were allegedly bent and scratched. Warranty quote #(B)(4) issued for replacement parts. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model trsx52fb, serial number/date (B)(4) is approximately 6 months old. This is an out of box failure at the dealership. There is no user involvement. The malfunction has not been confirmed.